Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia that lead the patient to either faint, pass out or have a seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An omnipod 5 registry subject has answered "yes" to "since your last assessment on (B)(6) 2025, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?" On an unspecified date. During the reporting of the event, 3 follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.